Manufacturer narrative:
The complaint investigation for false nonreactive architect anti-hbc ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in house testing. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 46033be01 and complaint issue. In-house sensitivity testing was completed with complaint lot number 46033be00. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the lot was evaluated by testing two commercially available seroconversion panels (biomex seroconversion panel scp-hbv-001 and scp-hbv-004). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panels. Based on this data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency with the architect anti-hbc ii reagent for lot 46033be01 was identified.

Event description:
The customer observed false nonreactive architect anti-hbc ii results for one sample. The following data was provided (interpretation of results: <1.00 s/co is nonreactive): sid (B)(6) initial result = 0.05 s/co, repeat = 0.06 s/co. Additional laboratory data was provided: anti-hcv result was nonreactive, anti-hbc igm performed at another laboratory was reactive. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8l44 has a similar product distributed in the us, list number 6l22.

Event description:
The customer observed false nonreactive architect anti-hbc ii results for one sample. The following data was provided (interpretation of results: <1.00 s/co is nonreactive): sid (B)(6) initial result = 0.05 s/co, repeat = 0.06 s/co. Additional laboratory data was provided: anti-hcv result was nonreactive, anti-hbc igm performed at another laboratory was reactive. No impact to patient management was reported.